Event description:
Noise was reported. While the noise was not consistent, there had been two revisions previously regarding a loose set screw. Therefore, a set screw or grommet issue was suspected and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was analyzed and no anomalies were found.